Event description:
It was reported that this inflatable penile prosthesis lost fluid and was no longer functional. The patient underwent surgery to replace the device. There were no patient complications.